Event description:
Per the clinic, the patient experienced poor performance with the device and tip foldover. Subsequently, the patient was hospitalised for a duration of three days starting on (B)(6) 2024, in order to explant the device. The patient was reimplanted with another cochlear device during the same surgery.